Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked and 2 seals did not deploy. No other information was available regarding how the cases completed. No patient complications were reported by the hospital.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.